Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 11.4-11.7cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.1-14.9cm and 11.5-13.8cm from the distal tip. Internal insulation abrasions were noted at 27.7-28.3cm and 29.7-30.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.